Event description:
The customer's blood glucose was unknown. It was reported that the customer was experiencing button issues. The customer stated that the up and down arrow buttons were unresponsive. The customer inserted a new battery, but the issue still persisted. The customer stated that they had to discontinue use of the insulin pump and revert to their back-up plan of manual injection until the replacement insulin pump arrived. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.